Event description:
Caller states that the customer was getting an error after inserting the strip with blood on the srip. The proper dosing technique is to insert the strip and the apply blood. She reports that the customer went to the doctor's office due to having high blood glucose symptoms and not being able to obtain result on the device. She states that the customer tested 450mg/dl on the doctor's device and received 10 units of insulin from the doctor. Requested return of suspect device and replacement was sent.